Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt underwent stenting of the mid rca with a xience v stent. Four months later, the pt experienced recurrent typical anginal symptoms, which were worsening. The pt was re-hospitalized and a diagnostic coronary angiogram was performed which revealed >=70% and <100% stenosis within the mid rca. The stenosis was revascularized with another company's des. No additional event or pt info is available.